Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. It was reported that on an unknown date after implant on (B)(6) 2019 the patient had redness at the pump implant site. There were no environmental, external, or patient factors that may have led or contributed to the issue. No diagnostics and/or troubleshooting was performed. On (B)(6) 2020, the device system was explanted due to an infection at the pump site. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.